Event description:
Beginning in 2002 pt had their left mcghan saline-filled implant removed and replaced due to deflation. In 2003, pt had their right mcghan saline-filled implant removed and replaced due to deflation. Again, in 2003, pt had their left mcghan saline-filled implant removed and replaced. The original implantation date was 2000. Pt had no impact to breast area, no accidents. Pt is a healthy person. Pt exercises and have annual mammograms.